Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The international customer reported a ventilator in which the air flow is "too large". This event was reported as having occurred during clinical use. There was no allegation of harm associated with this event.

Manufacturer narrative:
G4: 17aug2020. B4: 19aug2020. D4: UDI:# (B)(4) a2: a3: a4: dob, sex and weight added: the patient was male, 75kg, born in (B)(6) 1964, aged 56. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28apr2020. B4: 04aug2020. It was first reported that this event occurred during clinical use - it was later reported that it did not. This discrepancy is pending clarification. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the air flow sensor to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.